Manufacturer narrative:
The end user returned 48 of the 60 vials from the case, which amsino received on 14-aug-2025. Initial finished-product testing for lot l095, included assay, usp <71> sterility, and usp <85> bacterial endotoxins testing. To obtain multi-laboratory confirmation, amsino submitted a subset of the returned complaint samples from l095 to a different laboratory for usp <71> sterility and usp <85> endotoxin testing. Usp <85> results were received on (B)(6) 2025 and met specification; usp <71> results were received on 31-oct-2025 and were negative. In addition, retention samples from the same lot were tested using the same methods, and all results were within specification.

Event description:
The end user reported: I was a user of nutrifill until I got the recall notice. I disposed of all remaining nutrifill product as recommended. Unfortunately I needed to replace my scleral solution right away and it would have taken too long for it to arrive from the tangible science website. I ordered it from amazon so that I could get it asap so I could continue wearing my sclerals (required for my vision). The first day I used tangible fill, my eyes were slightly irritated by the end of the day. I assumed this was just adjusting to the new product. By day 5, my eyes were infected (red, draining, and gunky). Follow up message from end user: I got some eye medication and the infection has cleared up. I started using a different product (brand) and have had no further issues. I have the remaining product if you need to have it returned.